Event description:
The customer reported there was no display screen (blank display). There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported there was no display screen (blank display). There was no report of pt involvement or adverse pt impact. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.